Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 161469, oxf twin-peg cmntd fem md PMA, 104340; 159576, oxf anat brg rt md size 4 PMA, 622590. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00561, 3002806535-2018-00563. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure. During a post-operative appointment, the patient reported experiencing pain which interfered with usual work, some problems walking, performing usual activities, trouble getting in and out of car, limping all of the time, extreme difficulty kneeling, moderate difficulty shopping, and difficulty walking down stairs. At the 1-year follow-up, the patient experienced a complication to the left knee (non-operative knee) of bursitis and was receiving medical intervention of injections. Attempts have been made and additional information on the reported event is unavailable.